Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada #5. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was sent to the manufacturer. At the event the patient experienced: infection, bleeding, increased sensitivity, fistula and inflammation. No further patient complications were reported.